Manufacturer narrative:
Update to section h10: beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts while performing preventative maintenance procedures c and d to resolve the issue. The exact parts replaced were not confirmed from the fse. Beckman coulter internal identifier is case-2020-xx. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.